Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that the patient was treated as part of the follow up to the peripheral cutting balloon (pcb) registry procedure for restenosis on the target vessel. In (B) (6) 2007 one lesion was described in the arteriovenous fistula (avf). The lesion was mildly tortuous, no calcification, and restenotic post pta. Lesion morphology was tight concentric stenosis. The lesion was 6mm in diameter and 20mm long with 90% stenosis before treatment. After treatment, stenosis was reported as 50%. In (B) (6) 2007, the lesion was reported to not have remained patent since the procedure. An adverse event was reported as ¿stenosis, infection¿. The target lesion did not remain patent after the index procedure. An intervention of pcb to the target vessel occurred 7 days prior to the patient follow up. No further information was provided.